Event description:
It was reported the customer had a failed battery test alarm on their insulin pump. Customer's blood glucose was 451 mg/dl at the time of the call. The customer treated their blood glucose with 12 units of insulin by injection. Troubleshooting did not find any damage or corrosion to the customer's battery compartment or battery cap contacts. It was found the customer did not receive a failed battery test alarm at the end of troubleshooting. Customer was advised monitor their insulin pump while a replacement battery cap was being sent. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.